Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was difficulty placing a right atrial (ra) lead. The lead was ultimately implanted however the following day high thresholds were measured. The lead was reprogrammed and later turned off. No patient complications have been reported as a result of this event.